Manufacturer narrative:
Approximate age of device - 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient had not been feeling well for the past several weeks and reported 2 dark bowel movements. The patient also reported feeling fatigued. The patient presented to the lvad clinic and hemoglobin was 6.9 g/dl. The patient was admitted and given 2 units of packed red blood cells overnight. Gastroenterology was consulted the following day and proceeded with endoscopy, where they found 1 non-bleeding arteriovenous malformation (avm) in the jejunum and treated with argon plasma coagulation (apc) and hemoclip x1. The patient was on a proton pump inhibitor (ppi) drip for 24 hours and then was transitioned to twice a day ppi for 8 weeks, and then back to once daily afterwards. On (B)(6) 2017, the patient's hemoglobin dropped again to 6.6, and the patient was transfused with 2 additional units of packed red blood cells. The repeat hemoglobin was 8.9. The following morning, hemoglobin was 8.7 g/dl; inr was 1.6, coumadin restarted, inr goal 2-2.5, but keep closer to 2. The patient was discharged home. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.